Event description:
The event is reported as: the stapler jammed after one staple was fired. No patient injury reported.

Manufacturer narrative:
Sample returned to manufacturer. The results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.